Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. Customer's blood glucose level dropped to 37 mg/dl. The high pressure test passed. The device was not returned.